Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) on (B)(6) 2023. Following the procedure, a catheter was placed. It was reported the patient was later directed to the ER due to difficulties flushing the catheter. There he was found to be in hypertensive crisis, flash pulmonary edema, and cardiac failure and was admitted to the hospital until (B)(6) 2023 when he was discharged home. The physician stated the problems were related to the patient¿s previous condition of blood thinner use and not related to the pul procedure. The physician does not plan for any follow up actions and the patient¿s condition is noted as fine.